Manufacturer narrative:
The serial number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the manufacturer to date. Therefore, a device eval could not be performed. The investigation is currently underway.

Event description:
It was reported that a eptfe thinwall vascular graft was implanted in the axillo-femoral position. Several days later, the axillary anastomosis disrupted and the pt died. Additional info is pending.